Manufacturer narrative:
Findings: unit received cracked case at display window corner. Unit received with broken reservoir tube lip. Pump received with missing reservoir tube o-ring.(B)(4)

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The patient's blood glucose level was 180 mg/dl at the time of the call. The customer stated that the damage is located on the reservoir compartment of the device. The customer stated the reservoir keeps falling out of the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.